Manufacturer narrative:
Concomitant product: bard mesh perfix plug, product ID: 0112780, lot #: hucz2117, exp. 2024-01-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced hernia recurrence, pain, and nerve entrapment. Post-operative patient treatment included revision surgery, and mesh removal surgery.